Event description:
The customer's parent called and reported the customer went into a pool with the insulin pump on for three to four minutes. There was water underneath the display screen. Customer's blood glucose was 100 mg/dl. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No moisture damage was found on the electronics, motor, battery tube, or vibrator assembly. However, moisture damage was found on the keypad traces. The pump also had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.